Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The deployment difficulty was able to be confirmed. The resistance was unable to be confirmed as it was based on case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Because it was reported that the supera was being advanced distal to the previously deployed 5 x 150 mm supera stent, it should be noted that the supera instruction for use (IFU) states: when placing multiple stents, the most distal stent should be placed first (if possible) followed by placement of the proximal stent. Stenting in this order eliminates the need to cross and reduces the chance of dislodging stents which have already been placed. In this case, it could not be determined if attempting to place the stent distal to the previously placed stent contributed to the reported difficulties. The investigation determined the reported difficulties and additional treatment appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: v18, sheath: terumo, stent: supera 5 x 150 mm. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified de novo right common femoral artery with 70% stenosis. Pre-dilatation was performed with a 6 mm unknown balloon catheter. A 5 x 150 mm supera self-expanding stent system (sess) was successfully deployed. A 5 x 200 mm supera sess was being advanced distal to the first stent, but it could not cross the lesion. The device was removed and additional pre-dilatation was performed with another 6 mm unknown balloon catheter. The same supera was advanced to the lesion overlapping the implanted stent; however, during deployment, only 4 cm of the stent would deploy. The system lock was unlocked in an attempt to deploy the remainder of the stent but it could not be deployed. The hub of the sheath was cut (opened) to remove the sess, including the partially deployed stent. Another same size supera was deployed to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.